Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly 0.345 from the base. The broken piece was returned. The probable root cause of the broken blade is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that during a da vinci-assisted gastrectomy (distal) surgical procedure, the harmonic ace firing sequence was cancelled due to damaged blade during activation. The instrument was removed from the patient for inspection. The damaged blade parts were found outside of the patient. The customer confirmed that there was no fragment fell inside the patient's body. A backup harmonic ace was used to continue; however, the instrument failed to be recognized. The customer tried to reassemble the handpiece and tested the instrument again but the issue remained the same. The customer continued the procedure with a backup vessel sealer extend (vse). The procedure was completing as planned with no reported injury.